Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing and found to meet with specifications. No device problems were identified.

Event description:
Information received indicating that a smiths medical cadd solis vip pump was not infusing correctly. No adverse effects reported.